Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 detached. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review cold not be performed as the product lot number is unk. Internal corrective action (wy-2013-80) issued for this failure mode. (B)(4).